Manufacturer narrative:
Vyaire medical file identification: (B)(4). A field service representative evaluated the device. In testing found the exhalation valve would let flow passed it at a peep higher than 19 cmh2o. Exhalation valve and transducers was calibrated but the issue remained. The exhalation valve was replaced and calibrated transducers and exhalation valve. Performed operational verification procedure. Ventilator meets factory specification.

Event description:
The customer reported to vyaire medical that the vela ventilator do not register peak pressures and there is an issue with the inspiration hod button. The customer confirmed that there was no patient involvement associated with the reported event.